Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a pressure regulating valve due to hydrocephalus. Post-operatively, the patient had hemiplegia due to cerebral infarction with a slow response and mental decline. In (B)(6) 2019, the patient went to the local hospital for routine CT examination. The doctor said that there was an increase in the ventricle. At present, the patient was at home with a slow response and mental decline. It has been requested to have the pressure adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had their pressure adjusted by the physician.